Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) results on their au480 instrument. The erroneous results were not reported out of the laboratory. There was no report of injury or change to patient treatment associated with this event. The customer reported the quality control was within the laboratory's specifications prior to the event. The customer did not provide data.